Manufacturer narrative:
The device was not returned to omsc, so omsc was unable to evaluate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on information, omsc assumed that the reported event was caused by the followings; defect of the charge coupled device (ccd) unit of the device. Defect of the circuit board in the connector of the device. Defect of the video processor. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the endoscopic image did not appear. Then, olympus inspected the device at olympus service operation repair center (sorc) and found that the scope communication error (b31) occurred and no endoscopic image was displayed. Damaged insertion tube, bending section adhesive, connector were also found. There was no report of patient injury associated with this event.